Event description:
It was reported that the patient presented in clinic for follow up when the lv lead was observed to be dislodged. The patient was brought into the clinic on (B)(6) 2017 for lead revision and the lead was explanted. The patient condition was stable before, during, and after the procedure.